Manufacturer narrative:
The event site name is shortened due to field character limit. The full name is (B)(6) clinic. Testing of actual/suspected device: a getinge field service engineer evaluated the iabp and was unable to duplicate the problem. Fse ran and passed all performance and functional tests. Fse ran the cs300 with patient simulator and test balloon for 45 mins. With no problems. Iabp was cleared for customer use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cs300 intra-aortic balloon pump (iabp) had a low vacuum alarm. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
N/a.